Event description:
Blood leak on cellex deck from collect tubing during initial patient treatment. Estimated blood loss 100ml. Md notified. Patient hct 44.9%. Vital signs stable throughout. Kit sent back to therakos for investigation and credit. Okay to treat per md.what was the original intended procedure?ecp (photopheresis).